Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zeego system. The user reported that the table tilted to the side by itself. We are unaware of any impact to the state of health of any patient or user involved. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error due to user inattention. The investigation showed that the error was most likely caused by a hardware defect as the control module of the or table (tcm) showed a crack and was defective. The cause of the crack was most likely caused by a collision or it fell down to the floor due to inattention of the operator. This thesis is supported by the fact that the system worked as specified after exchanging this part. The control module is not fix mounted and it can be removed and hooked up to the other side of the table. The IFU includes several descriptions on how to handle the system carefully. The affected tcm has been exchanged by the local service organization and the error has not been reported again. The spare parts consumption has been checked and no error accumulation has been identified. No systematic fault has been recognized. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected prolonged hospitalization of the patient or any other person occurred or could be expected.